Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter on the IV cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been conducted through a CAPA. As a result, corrective actions have been established and implemented. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and foreign matter on the IV cannula was observed. Further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. As a result, corrective actions and procedures have been implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this product issue. The investigation has identified the most likely root causes and corrective actions have been implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented.

Event description:
It was reported that the bd flashback blood collection needles had black foreign matter on the IV cannula. Found before use. No serious injury or medical intervention noted.